Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8784, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the patient saw an 8286 error code on their personal therapy manager (ptm); they had missed their refill on event date. No patient symptoms were reported. They were later refilled on the date of this report so the code had now been resolved and in terms of how the patient was doing ¿alls well to my knowledge¿ was reported. The type of medication being delivered via the device system was not provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.